Event description:
Airport ems personnel responded to a person in cardiac arrest. The device was attached to the patient and a shock was advised. The device prompted the user to "press flashing button". The device was manufactured as a fully automatic defibrillator and the flashing shock button was covered because the device is supposed to deliver the shock automatically without the need for the operator to press a button. The device operator pried off the shock switch button cover, pressed the shock switch and the shock was delivered to the patient. A total of 6 shocks were administered to the patient throughout the reported event. The reporter did not know the patient's outcome. There were no adverse affects to the patient reported as a result of device use.

Manufacturer narrative:
Physio control evaluated the device and confirmed the reported problem. The device was found to have the correct hardware for a fully automatic defibrillator (no "shock" button), however, the device software was configured for semi-automatic operation ("shock" button required). The incorrect software configuration was determined to be due to a manufacturing process error. A replacement device will be provided to the customer. As a follow-up to the reported event, physio control evaluated other devices at the customer location. A total other devices of the same model were found to be incorrectly configured for semi-automatic operation. A field corrective action was initiated by physio control to replace the device incorrectly configured devices and any other similar devices identified as incorrectly configured. Physio control notified the local FDA office of this field corrective action on august 28, 2008.